Manufacturer narrative:
(B)(4). Concomitant medical products: 141272, bmet regenx pri tib tray 67mm, 982200, 141314, biomet finned pri stem 40mm, 218480, 184764, series a pat std 31 3 peg, 309750, 183068, vanguard cr por fmrl-lt 65, 007840, ep-189042, e1 vngd as tib brg 12x67, 655810. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03712. Not returned by patient.

Event description:
It was reported that the patient underwent a left knee arthroplasty procedure. Subsequently, the patient was revised due to continued pain, swelling, limited range of motion, and tibial loosening. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.